Manufacturer narrative:
The customer reported that they were trying to pace a patient on a physio-control lifepak 20e defibrillator while connected to the bedside monitor (bsm). When the defibrillator was connected to the patient running on a/c power, it caused the ECG waveform to flat line. The bedside monitor (bsm) then displayed a "check electrodes" message and the bedside did not alarm an asystole event. They were advised to get an isolation transformer on the unit to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that they were trying to pace a patient on a physio-control lifepak 20e defibrillator while connected to the bedside monitor (bsm). When the defibrillator was connected to the patient running on a/c power, it caused the ECG waveform to flat line. The bedside monitor (bsm) then displayed a "check electrodes" message and the bedside did not alarm an asystole event.

Manufacturer narrative:
Additional narrative: (B)(6) reported on (B)(6) 2017 that their bsm-5106a s/n (B)(6) would display "check electrodes" and ECG waveform would flatline when a defibrillator is connected to the patient running on a/c power. If the defibrillator is disconnected from the power source and running on battery power, the ECG waveform would appear again on the bsm and there are no issues. The customer stated that this was the second time this issue has happened. The model of the defibrillator is a physio-control lifepack 20e. Service requested: troubleshooting. Service requested: troubleshooting. Investigation result(s): the bsm-5000 series was discontinued on (B)(6) 2011 due to the introduction of the bsm-6000 series monitor. The device was installed in 2008 and the issue was reported in 2017; 4 years after the end of warranty date. The root cause of the issue was unable to be identified due to being unable to obtain the defibrillator to conduct investigation. It was suggested that the customer use an isolation transformer for one of the units to alleviate the problem. The device serial number history shows that there have been no further reported issues nor servicing for this device displaying "check electrodes" or "ECG waveform flatline." A notification ((B)(4)) for this device was generated on (B)(6) 2017 for separate issue, suggesting that the issue was resolved internally. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects. Trending analysis found no similarly reported issues regarding bsm-5106a and defibrillator causing ECG flatline/check electrodes. This indicates that the issue is isolated to this facility only. As the issue was found to be only occurring at this facility, possible cause of the issue is incorrect device configuration or user error. There is no suspected adverse trend and the bsm-5000 model is no longer manufactured. Investigation by qe has been completed at this time using available information and investigation notes will be updated if further information becomes available. Corrected information: date received by manufacturer: should be 12/13/2017 not 01/11/2018 as listed on MDR initial report.

Event description:
The customer reported that they were trying to pace a patient on a physio-control lifepak 20e defibrillator while connected to the bedside monitor (bsm). When the defibrillator was connected to the patient running on a/c power, it caused the ECG waveform to flat line. The bedside monitor (bsm) then displayed a "check electrodes" message and the bedside did not alarm an asystole event.

Manufacturer narrative:
Corrected data: device evaluated by manufacturer. Event problem and evaluation codes. Additional manufacturer narrative. Additional information: type of report: follow up. Type of report: follow up. If follow up, what type?: additional information/correction. Type of reportable event: field required for submission. Additional manufacturer narrative the customer reported that they were trying to pace a patient on a physio-control lifepak 20e defibrillator while connected to the bedside monitor (bsm). When the defibrillator was connected to the patient running on a/c power, it caused the ECG waveform to flat line. The bsm then displayed "check electrodes" message and the bsm did not alarm on asystole event. They were advised to get an isolation transformer on the unit to resolve the issue. Per qa, since nihon kohden does not have their defibrillator to conduct a proper investigation, an official statement to determine what is at fault cannot be made.